Event description:
It was reported that a dexcom g7 continuous glucose monitor failed to pair with the ilet after approximately one hour, with no alerts on the ilet, and the user subsequently removed the cgm; support assisted the user to stop the prior pairing process and pair a new sensor, indicating an intermittent communication failure involving the antenna/electrical component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure associated with the antenna/electrical component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.